Event description:
It was reported the patient was without scs system stimulation and could not establish communication between her ipg and external devices as she has not charged in approximately four years. An sjm representative met with the patient and confirmed communication could not be established. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.